Event description:
Customer reported the system overheated, displayed an ma error, and will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank, snubber board, an inductor, and performed a filament calibration. System operates as intended.